Event description:
Pt underwent previous sacrocolpopexy mesh excision and partial vaginal mesh excision in 2010. She did well however, after resuming intercourse had additional pain and mesh was found on the anterior vagina, therefore, surgical removal was desired.